Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states he still feels weak but it's not related to his diabetes. No other symptoms or medical attention reported since the original call. Customer received the replacement product and is satisfied with the product performance.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with results obtained results of 320mg/dl. The expected fasting blood glucose test result range is 200 to 270mg/dl. The customer did report symptoms of feeling weak and blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 151mg/dl date:(B)(6) 2017 time:09:08am fasting, 135mg/dl date:(B)(6) 2017 time:11:00pm non- fasting, 131mg/dl date:(B)(6) 2017 time:12:02pm non-fasting, 122mg/dl date:(B)(6) 2017 time:09:38am fasting, 154mg/dl date:(B)(6) 2017 time:12:01am fasting. 0n (B)(6) 2017 the customer went to the hospital north shore medical center) via paramedics due to symptoms. Customer states the paramedics reading was somewhere in the high 80's to mid 90's while earlier that day the true metrix air was reading 320mg/dl fasting. At the hospital, the blood glucose reading was 161mg/dl. Caller states that they believe that he had may have had a mini stroke. Labs were performed to rule out stroke, insulin was injected when he tested 161mg.dl fasting on (B)(6) 2017. He left the hospital (B)(6) 2017.